Event description:
A malfunction alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl. The customer performed a correction injection using manual delivery and did not require third-party assistance. Technical support provided information to reset the pump, and the customer successfully completed the reset without recurrence of the malfunction code. There was no adverse impact to the customer¿s future use of the pump.